Manufacturer narrative:
(B)(4). Final analysis confirmed that it was difficult to insert the test lead into the pulse generators header and the lead insertion force to insert the atrial lead was out of specification for the product. (B)(4).

Event description:
It was reported that the during implant the pulse generator would not accept the lead. The physician decided to remove and use a new device. The procedure was successful.